Event description:
Additional information indicates that this patient underwent a revision procedure and this lead was surgically capped. It was reported that the high impedances were able to be reproduced when the generator's header was flexed. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicates that the plan is to increase follow-up with this patient and the source of the out of range impedances have not been determined. It was reported that this patient had received blunt force to the pocket area around the time the impedances went out of range.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was intermittently exhibiting out of range shock lead impedances greater than 125 ohms associated also with varying pacing impedance; however the pacing impedance are not out of range. It was reported that the out of range shock lead impedances were able to be reproduced in the clinic. Boston scientific technical services (ts) discussed potential lead issue. There was no report of stored events in the logbook and there has been no evidence of noise. The field representative was to discuss with the patient's physician. No adverse patient effects have been reported.